Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high, out of range pace impedance measurements. The patient was seen in clinic where the lv lead was programmed off. Two weeks later the patient was seen for follow up. At that time, the lead was able to be programmed to a pacing vector that did not display out of range impedances. Subsequently, it was detected via the patient's remote home monitoring system that the recently programmed vector was displaying high, out of range impedances. The patient will be seen at a later date to, again, program the lead off. An intermittent lead fracture is suspected. The patient had complaints of feeling fatigued. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.